Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular threshold had increased. The physician capped and replaced the right ventricular lead during a ICD device replacement procedure. The patient is well.